Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided; the picture shows the open jaws of a device from a side view with a black reload not completely loaded. Several b formed staples can be seen in the distal end of the reload. The knife slot can be seen damaged. Based on the damaged noted on the anvil the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Corrected data: investigation summary. One photo was provided; the picture shows the open jaws of a device from on aside view with a black reload not completely loaded. Several b-formed staples can be seen in the distal end of the reload. The knife slot can be seen damaged. It is possible that the damaged on the knife slot was due to an attempt to fire the device over thick tissue. Based on the damaged noted on the anvil the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a lower anterior colon resection procedure, that happened some time ago the surgeon encountered very thick, radiated tissue near the rectal stump. They clamped alongside the gst60t (black reload) in a psee60a to further compress the tissue. They were only able to advance the blade by waiting for an estimated thirty seconds. Each time it would move forward in small increments. The anvil part of the jaws separated. They felt they knew they would ¿break the stapler¿ due to the extremely dense tissue. However, they were able to deploy enough staples successfully. The device seemed to fire staples properly. They pulled the device out and the case was completed successfully. The surgery was not delayed due to the reported event.